Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 6550017, serial/lot #: (B)(6), UDI#: (B)(4); product ID: 6550017, serial/lot #: (B)(6), UDI#: (B)(4); product ID: 6550017, serial/lot #: (B)(6), UDI#: (B)(4); product ID: 6550017, serial/lot #: (B)(6), UDI#: (B)(4) ; product ID: 6550017, serial/lot #: (B)(6), UDI#: (B)(4) e: first name and last name of initial reporter is unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from user facility (uf) via manufacturer representative regarding spinal products. It was reported that the tip was bent. There was no patient involvement and no further complications were reported regarding the event. Additional information was received via manufacturer representative that the reported products were already used before many times.

Manufacturer narrative:
H3: product analysis of part# 6550017, lot# kh18g469; part# 6550017, lot# kh18a073; part# 6550017, lot# kh21l284; part# 6550017, lot# kh19l160; part# 6550017, lot# kh19l160; part# 6550017, lot# kh21l284 visual and optical examination revealed the tip of the instrument is bent from what appears to be overload. This is consistent with overload. H6: part# 6550017, lot# kh18a073; part# 6550017, lot# kh21l284; part# 6550017, lot# kh19l160; part# 6550017, lot# kh19l160; part# 6550017, lot# kh21l284 fdm: b01, fdr: c070601 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.